Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server was not uploading. A technical support specialist (tss) checked the data synchronization logs and found the error message. The tss stopped the data synchronization and maintenance services, then manually backed up the database to the d drive since the station was not encrypted. The knowledge article (ka) med es 1.5.2.1 - retry mode - insert into tx.discrepancy was applied, and the data synchronization service was restarted, allowing the station to begin uploading data. The server¿s synchronization information confirmed that the station was uploading and downloading at the current time. The customer later confirmed that the station was up and running. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system was not uploading. The customer stated that none of the devices were communicating. Upon checking the station logs, customer found that the stations were unable to ping the server. The issue was resolved for all stations by rebooting all three servers. However, one station remains in retry mode following the reboot. There were no adverse events or injuries reported based on this event.